Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose differences. Customer's blood glucose is 5.2 mmol/l and current sensor value is 2.9. The sensor glucose and blood glucose is not within acceptable range. After troubleshooting was done, customer was advised that we will ship replacement sensor.